Manufacturer narrative:
(B)(4):patient's exact age is unknown; however it was reported that the patient was over the age of 18.(B)(4).the device has been received for analysis, however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallstent biliary stent was used during a biliary metal stenting procedure in the periampullary region performed on (B)(6), 2015. According to the complainant, the patient's anatomy was tortuous. The lesion size was 2cm and it was not dilated prior to the procedure. During the procedure, the metal handle of the delivery system broke when the stent was half-deployed. The physician was unable to continue deployment or reconstrain the stent. The stent was removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallstent biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 30mm. A visual and tactile examination of the device found multiple kinks along the catheter. The device was dissected to remove the stent and inner. A visual and microscopic examination found no issue with the profile of the stent or the holding sleeve. It was noted that the inner shaft was kinked along its length. The exterior tube was kinked and damaged along the mid-section of the device. A visual and microscopic examination of the undamaged section of the exterior tube found no issue with the profile. The stainless steel tube was fractured and detached from the device. The types of damage noted were consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the damage noted during the analysis was likely due to procedural or anatomical factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was used during a biliary metal stenting procedure in the periampullary region performed on (B)(6) 2015. According to the complainant, the patient's anatomy was tortuous. The lesion size was 2cm and it was not dilated prior to the procedure. During the procedure, the metal handle of the delivery system broke when the stent was half-deployed. The physician was unable to continue deployment or reconstrain the stent. The stent was removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was used during a biliary metal stenting procedure in the periampullary region performed on (B)(6) 2015. According to the complainant, the patient's anatomy was tortuous. The lesion size was 2cm and it was not dilated prior to the procedure. During the procedure, the metal handle of the delivery system broke when the stent was half-deployed. The physician was unable to continue deployment or reconstrain the stent. The stent was removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.